Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a contaminated dso and uso sensor. The event history log was unable to be reviewed due to the 1260 error code on the device display. Functional testing was able to duplicate the reported problem. It was determined that the microprocessor unit board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'last error code 1210' and alarmed when battery was taken off even after the device was turned off. The event occurred during testing, there was no patient involvement.